Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged battery door. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis the reported issue was able to be duplicated. It was noted that the pump failed a downstream occlusion (dso) pressure range rest and service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed "cassette not attached properly". There was no reported adverse event.